Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during initial drain of automated peritoneal dialysis therapy. Per initial report, home pt started the initial drain cycle prior to connecting transfer set to the pt line of the homechoice set. After noting this, the home pt connected to the setup and attempted to proceed with therapy. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury was associated with this incident per the home pt's nurse.